Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. A size 33mm holder was received attached to the valve. The valve was returned for analysis without its packaging. However, a picture of the jar label provided by the customer confirmed that the packaging was labeled as a size 27mm. The holder had been cinched as all stent posts were noted to be deflected inward. The holder was removed for further observations and cloth damage was noted on the back of the right left stent post. A review of the device history record indicated that this valve was manufactured as a size 33mm as indicated on the device history record. Additional manufacturing investigation indicated that the mislabeling error specific to the product size occurred at the manufacturing site during the returned goods authorization (rga) process. Based on the review of the issue impact assessment (iia) document ((B)(4)), approved on 30-may-2019, the severity/risk of this observation exceeds the reportability threshold. Reporting as a malfunction because the product event has not led to serious injury, however based on the iia, when an incorrect size valve (too big) is implanted there is a potential for deformation or subvalvular obstruction which could lead to regurgitation and/or stenosis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, as the physician attempted to parachute the valve down, it was noted that the valve was actually a size 33mm, when the packaging indicated it was a 27mm. The valve was replaced. No adverse patient effects were reported.